Manufacturer narrative:
Event conclusion cpi analysis found that the ipg paces asynchronousely at a mag rate of 100 no mater what the programmed rate is. At nominal parameters the ipg paced and sensed normally. An x-ray taken of the ipg was inconclusive. The casing was removed and visual inspection of the reed switch noted no irregularities. The rate could be changed by touching the positive post of the reed switch. Visual inspection of the substrate noted no irregularities. The intermittent mechanism was isolated to the substrate but analysis could not determine the exact cause.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) would not pace at a rate that it was programmed to. The ipg was explanted.